Event description:
I started to get burning sensations in my right leg and now has affected my peroneal nerve so I have drop foot. It's now spreading to my left leg. I have had other symptoms for years and didn't realize it was from my breasts. Chemical/food sensitivities, rashes, brain fog, memory loss. MRI's, brain scans normal. FDA safety report ID# (B)(4).